Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he experienced a high blood glucose level of 420 mg/dl. Customer stated that he also had a high blood glucose level of 500 mg/dl with his current infusion set this morning. Customer stated that it was due to bent cannulas and he did not want to troubleshoot for both high blood glucose incidents. Customer treated with manual injections. The infusion set will be returned for analysis.

Manufacturer narrative:
This follow-up report has been created to update the patient's weight. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.